Manufacturer narrative:
On 06/30/0215 a medtronic representative, following-up at the site, reported heated fluid beneath lesion damage estimate. Leaking was posterior and lateral. Target 1: 30/97% on laser control, resulting in 9w test dose delivered for 15 seconds and 90/97% on laser control, resulting in 27w real dose delivered 4 minutes. On 06/30/2014 return requested for fiber 15mm tip. On 06/30/2014 return requested for catheter introducer 1.85mm. No parts have been received by manufacturer for analysis. On 07/21/2015 hazard review completed. Determined no burn risk (temperature: meets table 23, table 24 in iec 60601-1), no detectable odor. Fumes: cannot be detected by human nose. No further issues have been reported.

Manufacturer narrative:
The following statement was inadvertently included on the initial 3500a, "(B)(4) 2015 hazard review completed. Determined no burn risk (B)(4), no detectable odor. Fumes: cannot be detected by human nose." This statement should be omitted as it was a temporary code unrelated to the evaluation of the device.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A visualase representative reported that, while in a laser induced thermal therapy procedure, the tip of the cooling catheter system (ccs) burned off while ablating the first portion of a liver tumor. The staff noted that this resulted in leakage of saline into the liver. In trouble-shooting, removed the damaged ccs, opened a new one and continued ablating. There was no delay in the procedure. It was reported a fluid leakage occurred, however, the patient received full delivery of intended therapy. Confirmed burned tip adhered to the introducer and no part of any disposable item was left in the patient. The surgeon completed the procedure and there was no impact on patient outcome.